Event description:
Reference number (B)(6). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The high blood glucose level was treated with bolus. The patient resolved the issue after changing the sets. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.